Event description:
Reporter stated that pt's device is not delivering basal rates because her blood glucose elevated into the 500 mg/dl range. Pt changed site and tubing multiple times along with cartridge and no effect. Pt switched to backup device. Reporter set up the original device and left it in run overnight and no isulin came out of tubing unless a bolus was programmed.